Event description:
It was reported that the patient experienced recurring incontinence because the pump of his artificial urinary sphincter (aus) device was no longer working. The aus device was replaced. There were no further patient complications.